Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient was obtunded in ccu (critical care unit) the healthcare provider stopped the pump for less than 30 hours and turned it back on to see if the pump was causing the patient¿s symptoms. It was unknown if any environmental, external or patient factors may have led or contributed to the event. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue were reported as the pump was turned off to evaluate the patient¿s symptoms. It was unknown if the issue was resolved at the time of the report and the patient status was noted as alive, with injury as the patient presented to the hospital obtunded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.